Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument tip was broken off and does not work properly. Does not grip fully, mark set on the branch to see better. The procedure was completed with no report of patient harm, adverse outcome or injury and no delays. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was the instrument jaws were too loose and has been removed from stock. It was detected prior to starting the procedure, post-anesthesia. There was no instrument collision, they were able to use a backup instrument to resolve the issue. There was no reported injury, and the instrument has been sent back to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis, and the reported issue could not be replicated nor confirmed. The prograsp forceps instrument was analyzed and found to have no issues. The instrument underwent internal and external inspection, and no product issue was identified. The product is considered conforming in its current state.

Event description:
Refer to h11 for follow-up information.